Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose (bg) level of 550 mg/dl and diabetic ketoacidosis. Customer¿s bg was treated intravenously with saline and insulin. The customer was discharged on (B)(6) 2022 with no permanent damage. Reportedly, the cartridge was damaged at the t:lock/luer lock and air bubbles were observed within the infusion set tubing. Customer changed the cartridge to address the issue. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.